Manufacturer narrative:
E1: facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's pump was alarming, and screen read, "air in line." Reporter instructed the patient to acknowledge alarm, res vol 375.1 ml, pump powered off, closed clamp and remove cassette, but patient reports cassette is locked on the pump and silver bar will not move. Reporter instructed to gently tap bottom of cassette on hard surface, open clamp on tubing, pump powered on, but alarm persists. Troubleshooting was unsuccessful. Reporter confirmed medication is yondelis (trabectedin). Event occurred while use with patient at hospital. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No device was returned for evaluation/repair. Customer reported that the pump was alarming, and screen read "air in line". No previous repair has been noted in the last 12 months. No event history log was provided. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint.